Event description:
Customer reported that pump does not have any audible beeps. Troubleshooting performed and customer stated that pump did not beep at all when self test was performed on pump.

Manufacturer narrative:
Pump analysis revealed that unit had no audible tone/beep due to broken transducer.